Event description:
A (B)(6) female underwent an aaa repair procedure on (B)(6) 2013. It was reported that the pt was not in good health. The physician placed a zenith fenestrated stent-graft (zfen-2-28-124-r). A left renal covered atrium stent, a left iliac zip (zip-16-30), and a renu converter (ax1-2-24-113) were also placed. The procedure was completed successfully and no endoleaks or complications were reported. The pt expired on (B)(6) 2013, from a stroke allegedly "due to wires being used in the aortic arch". A number of different wires were used during the procedure. Pre-operative imaging shows evidence of calcification in the oarta and iliac arteries as well as a narrow aortic bifurcation. Post-operative imaging with the graft deployed was not supplied. There is no evidence that a device non-conformance or deficiency contributed to the event. Based on a review of the mfg work order for the zfen-p-2-28-124-r there is no evidence that the device was not manufactured to specs. The IFU supplied with the device cautions the operator: "take care during manipulation of catheters, wires and sheaths within an aneurysm. Significant disturbances may dislodge fragments of thrombus, which can cause distal embolization." The following potential adverse events are described in the IFU: neurologic local or systemic complications and subsequent attendant problems (e.g., confusion, stroke, transient ischemic attack, paraplegia, paraparesis, paralysis, and embolization (micro and macro) with transient or permanent ischemia or infarction. Between (B)(6) 2008 and (B)(6) 2013, 3,768 zfen devices have been sold with no other reports of "stroke/embolization."

Manufacturer narrative:
This report is required by the FDA under cfr part 803. This report is based on unconfirmed info submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.